Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi operation. After device download, analysis found the device to exhibit normal electrical characteristics. Elec- trocautery marks were observed on the pacer can. Exposure to electrocautery can cause the device to revert to backup operation and such exposure is cautioned against in the technical manual.

Event description:
It was reported that the pulse generator was programmed to an asynchronous mode at 80 ppm during an upgrade procedure. Unipolar cautery was used during the procedure and subsequently, pacing output was lost and the device went into backup vvi operation. The device was removed and replaced.